Event description:
The customer reported a coulter lh 750 hematology analyzer generated inconsistent red blood cell (rbc) results for one patient sample. The initial rbc result did not match up with rerun rbc results generated by the same instrument and an alternate coulter lh 750 hematology analyzer; rerun results were consistent and considered correct. Erroneous results were not reported from the laboratory and patient treatment was not impacted in connection with this event. Control results before the event were within range.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found bubbles entering the bottom of the rbc diluent dispenser; the rbc dispenser was replaced to resolve the reported issue. The fse verified repairs and confirmed that sample results between the two coulter lh 750 hematology analyzer instruments correlated.